Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.0735¿ - 0.1730¿ in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. Additional observation not reported by site: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, there was extension tube damage on the fenestrated bipolar forceps instrument. There was no report of patient involvement.